Event description:
It was reported that they called to state the arctic sun device was not cooling. A check of the diagnostics showed that chiller temperature was not dropping below 20c. They stated that the compressor was not heard running and told there was debris in the water when draining. It was stated those were all indicative of a chiller failure. Also explained that was very likely related to the declined repair in 2021, where they communicated to the customer that the mixing pump had failed. Also stated that they would provide a quote for a chiller repair and the 2000-hour service and stated no loaner was needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they called to state the arctic sun device was not cooling. A check of the diagnostics showed that chiller temperature was not dropping below 20c. They stated that the compressor was not heard running and told there was debris in the water when draining. It was stated those were all indicative of a chiller failure. Also explained that was very likely related to the declined repair in 2021, where they communicated to the customer that the mixing pump had failed. Also stated that they would provide a quote for a chiller repair and the 2000-hour service and stated no loaner was needed. Per sample evaluation results on 12dec2023, it was reported that the arctic sun device unit was primed to fill. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the device not cooling was determined to be a failed chiller. The device was evaluated and the reported issue was confirmed as it was noted that the device was not cooling. T4 remained above 20 degrees c. Replaced chiller assembly. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the device not cooling was determined to be a failed chiller. The device was evaluated and the reported issue was confirmed as it was noted that the device was not cooling. T4 remained above 20 degrees c. Replaced chiller assembly. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
T was reported that they called to state the arctic sun device was not cooling. A check of the diagnostics showed that chiller temperature was not dropping below 20c. They stated that the compressor was not heard running and told there was debris in the water when draining. It was stated those were all indicative of a chiller failure. Also explained that was very likely related to the declined repair in 2021, where they communicated to the customer that the mixing pump had failed. Also stated that they would provide a quote for a chiller repair and the 2000-hour service and stated no loaner was needed. Per sample evaluation results on 12dec2023, it was reported that the arctic sun device unit was primed to fill. Completed the 2000-hour pm procedure on the device.